Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 05) occurred. Reportedly, the customer had followed the prompts during the load sequence. Customer's blood glucose level was 180 mg/dl. The customer successfully reloaded the cartridge to address the events and insulin delivery was resumed.